Manufacturer narrative:
The initial reported event was received on 02/03/2011. Of note, the reportable malfunction and/or serious injury (nonphysiologic noise) is normally submitted via a bimonthly medwatch report submission that would have been due on 04/10/2011. Information was subsequently received on 03/24/2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrograms were reviewed for sensing and there appeared to be nonphysiologic noise present. Further review of the manufacturer's database indicate the patient is deceased and died approximately nine months after lead implant and device replacement. The cause of death has been requested and not received.